Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 9344095. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no samples were received. No photos were provided. Therefore, sample analysis couldn¿t be performed, and the symptom reported by the customer can¿t be confirmed. A review of the applicable fmea/eura ((B)(4)) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: no sample was received; no photo was provided; with no sample analysis a root cause couldn¿t be offered. The inspections performed while producing this lot were all accepted. Rationale: based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. We will continue monitoring the complaint trend for this lot. This lot was produced for (B)(4) units; therefore, the cpm is (B)(4).

Event description:
It was reported that the syringe 10ml saline fill china sp experienced difficult plunger movement during use. The following information was provided by the initial reporter: on (B)(6) 2020, when sealing the tube with a 10ml flush for the patient, it was found that the flush could not be pushed in after 3ml was pushed in. Replaced with a new prefilled tube.